Event description:
It was further reported via user medwatch mw (B)(4)that during an elective pci, a mailman guidewire was placed to the distal lad. Three stents were placed to the lad. During the procedure the wire became prolapsed at the distal vessel and curled. When the surgeon attempted to straighten the wire and remove, the distal tip broke and remained in the lad.

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 300cm mailman guide wire was advanced to the target lesion. They noticed that the tip of the wire "sheared and came off the wire" and was left inside the patient. No attempt was made at retrieval. The procedure was completed with this device. No further patient complications were reported and the patient's status post procedure was listed fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).